Event description:
The affiliate stated the customer reported a falsely elevated initial troponin I (access accutni+3) result, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 800 access immunoassay system. The customer indicated the elevated result was not released out of the laboratory. There was no patient impact associated with this event. Subsequent testing of the patient's sample, on the original and alternate instrument, generated lower results, within the normal reference range. The patient's sample was analyzed in the primary greiner serum separator tube (sst). No sample integrity issues were reported. The customer indicated quality control, calibration, and system check were within specifications. There was no report of instrument issues. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.